Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint of a balloon in the silicone segment was confirmed per photo received by the customer. The photo provided by the customer shows a bulge/balloon in the middle of the pumping silicone segment tubing. Previous failure investigations have found that ballooning can occur when an IV push medication or flush is executed below the pump without first clamping the tubing above the injection port. This action was found to result in excessive pressure within the silicone segment thus causing the silicone segment to balloon.

Event description:
It was reported that the tubing set developed a "balloon" in the silicone segment. Although requested, there is no additional information available.

Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing set developed a balloon in the silicone segment.